Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch verio sync meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient could not state the date/time that the alleged product issue began. The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "clammy, shaky and hot" 6 hours after the alleged product issue began. The patient stated that she visited her doctor's office on (B)(6) 2015 at 3:30pm, however she did not receive any treatment. At the time of troubleshooting, the csr noted that the meter did not turn on when the subject test strip was inserted, the meter did turn on when the power button was pressed, the meter did not turn on when a new test strip was inserted, the correct test strips were being used, the subject meter was not being used for the first time and there was no indication of product misuse. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the adverse event associated with this complaint has been reported in a related complaint. The alleged product issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter and test strips have been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed; however a secondary issue was noted. The test strip vial's lid beak was found to be broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.